Event description:
Philips received information that the customer reported when performing a CT perfusion study, the pt's images were interpreted as the pt having a stroke and that the damage to the brain could not be repaired. The physician performed an intervention on the pt and the pt recovered. The customer alleged the CT brain perfusion results were not correct. No additional information regarding the pt's condition has been received.

Manufacturer narrative:
Note: we have not completed our investigation of this event. At this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).